Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes. The irritation was described as blisters with fluid in them. There was no alleged device malfunction contributing to the irritation. The patient reported that a physician advised her that the irritation looked like a chemical burn and the patient may have had a reaction to the electrodes. The physician advised the patient to keep the irritation clean and "wipe everything down". Follow up indicated that the skin irritation is improving.